Event description:
It was reported that the atrial lead showed undefined lead impedance. Follow-up information revealed that there was no capture. The lead was capped and replaced. The device was returned after being explanted due to medical judgement. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the device was returned, analyzed and preliminary analysis revealed no output. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.